Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a permanent scs system implant on (B)(6) 2025, the sheath from the tunneling tool was left in the patient post procedure and no attempts will be done to remove it.